Event description:
The customer reported that one minute after initial use, a noise was heard from the insertion site. The surgeon stopped using the needle and opened a second one to complete the procedure. The surgical staff observed that a metallic guiding needle had been in contact with the ablation needle. There was no pt injury. Initial eval found the insulation was damaged and the needle was bare in one spot.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.